Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtpb2d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a routine generator replacement, the wound site never healed completely. At a clinic visit approximately 7 weeks post implant, the wound was noted to be open with brown drainage. The right pectoral region had lateral margin dehiscence. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket infection and erosion. A leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.